Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR report(s): 1627487-2015-01500 & 1627487-2015-01501. It was reported the patient complained of an unintended sensation of stimulation in his left chest wall and shoulder. The patient stated he shut the device off and the sensation went away. X-ray taken showed the patient's 3186 model lead migrated. Follow-up identified surgical intervention was taken, it was found during the procedure that the lead anchor was not locked. The physician repositioned the octrode lead and the anchor was locked in place. The patient reported receiving effective stimulation therapy postoperative.